Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo shows blood gushing from the end of the septum as the needle is being withdrawn. 2. DHR/bhr review(lot#3262377): 1)this batch of products were assembled at intima ii auto line 4 in october 2023, and packaged at cfs package line in october 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the end of the septum. Please see the attached test report. 4. Possible cause: the septum is damagd which is caused by the raw material or assembly process. The blood pressure created by the patient's arm being tightened and the vacuum pressure created the needle being withdrawn cause blood to gush from the damage site of the septum. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. The returned photo shows blood gushing from the end of the septum as the needle is being withdrawn. The root cause of this defect cannot be determined as no defective sample is received. This defect appears for the first time, and the plant will continue to track and monitor it. H3 other text : see narrative

Event description:
It was reported that with a bd intima blood leaked during puncture. The following information was provided by the initial reporter, translated from chinese to english: when performing an IV indwelling needle puncture, blood gushed from the pillow core when it was not removed, making it impossible to determine the sterility of this indwelling needle tube.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.